Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400-600 mg/dl. Cause of elevated bg was not known; however, customer alleged the pump was the cause. Infusion site was changed and bolus via pump was delivered. System check with tandem technical support found no device issues. Tandem clinical diabetes specialist followed up with the customer. Reportedly, customer had been using the stomach as the infusion set site for years and customer changed the site to a new area.